Manufacturer narrative:
The products were later explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), defibrillation and transvenous leads had experienced 24 inappropriate shocks and 76 inappropriate anti-tachycardia pacing events. Noise was also present on both leads. An x-ray revealed that this patient had twiddled the device as the device had been inverted. In addition the leads were dislodged as a result of the twiddling. The patient had discharged themselves from the psychiatric ward against medical advice. The patient schedule themselves for a device explant and complained that the device was nothing but trouble. No further patient effects were reported.